Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During decrement threshold testing at an in clinic follow-up, a pacemaker dependent patient lost capture and pacing on their device. The programmer was restarted to resolve the event and the patient was stable with no adverse consequences reported.